Manufacturer narrative:
The device was not returned for evaluation. The inspection record was reviewed and there were no anomalies observed associated to this issue. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
A patient had endobronchial bleeding (100ml) after sampling during an superdimension enb procedure. Local tamponade was applied and thrombin and epi was administered.

Manufacturer narrative:
The inspection record for the needle was reviewed and there were no anomalies observed associated to this issue.